Event description:
Pelvic abscess, fistula, adhesions. A 56 yr old woman received three sheets of product and 200 ml of another product during laparotomy with adhesiolysis performed on 1/21/97. The abdomen was opened with a lower mid incision. Omentum and small bowel were adhered to the underside of the abdominal wall. Two small bowel serosal tears were accidentally made and repaired with vicryl sutures during the dissection. Approx 100 ml of other product was instilled into the abdominal cavity once the abdominal wall had been cleared and the tears repaired. An aliquot of other product was applied every 30 minutes until approx 200 ml (in total) had been applied by the completion of surgery. Diffuse loop-to-loop adhesions and single vascularized bands were present in the mid-small bowel region and lower abdomen which were affecting the descending and sigmoid colon. Adhesiolysis was performed from stomach to rectum using various means of dissection as required. Upon completion of adhesiolyis, the bowel was checked for any tears and repaired as needed. A drain was anchored to the incision, one sheet of product was placed over the pelvic floor, two sheets were placed under the mid-line incision and the pt was closed. No product was placed around the small bowel. Cefuroxime and metronidazole were given peri-operatively. One day post-op the pt experienced hematuria. One week after the surgery, the pt began to experience abdominal distention, mild abdominal pain, cellulitis at the wound site and fever (39c). There were no signs of sepsis. An abscess was revealed by scanning and treated with antibiotic (cefuroxime and metronidazole). The pt was re-operated upon on 2/5/97 due to leakage of small bowel content through the wound to the small bowel and newly formed adhesion mainly around the jejunum were observed. The surgeon noted that there also may have been a fistula in the pelvis. The two abscesses were drained, the fistula and three-quarters of the bowel were resected and an ileostoma was made. Cultured abscess material was positive for bacterial growth and histology of the resected bowel revealed mesenteric giant cells and fibrous tissue. The pt has not yet recovered. The pt has a history of alllergies to milk and certain foods. The surgeon performed a skin patch test with product and other product. The results were negative. However, they were positive for neomycin and nickel. The rptr stated that there was no leakage of bowel content into the abdominal cavity due to unrepaired enterotomies. The reporting physician indicated that the abscess formation was probably related to product and other product usage.